Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description "the staff had a difficult time with the arterial pod maintaining pressure and the machine alarmed several during set up. After several attempts of trouble shooting the line set, staff were able to get the pod to maintain pressure and proceeded to start patient treatments. After the treatment had started the alarms went off and the staff found air in line starting in the arterial side post catheter connection. There was no harm to the patient, staff reset up the machine with another line set with no issues." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). All information associated with this event, was submitted to the bloodline manufacturer. According to the investigation results, two photographs of the tubing were provided for evaluation. The complaint was confirmed as there appeared to be air in the arterial line during treatment. The photographs were provided to manufacturing for review. Manufacturing was unable to determine a root cause for this issue based on the available information. A review of manufacturing records for sl-2010m2096 lot 20354001 was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. No sample was provided for evaluation. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.